Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The product was not returned to abbott vascular for analysis. It was reported that the emboshield nav6 embolic protection system (eps) separated in the anatomy. It is unknown if the separated portion has been retrieved or if any treatment was provided. Factors that may contribute to material separation include, but are not limited to use of a non-abbott barewire, interaction with severe calcification or associated devices, or separation of the barewire. The investigation was unable to determine a conclusive cause for the reported material separation resulting in foreign body in patient. It may be possible that the barewire filter delivery wire separated due to an excessive embolic load causing the wire to separate during retrieval attempt; however, without having the product to examine, a cause could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that the emboshield nav6 embolic protection system (eps) separated in the anatomy. It is unknown if the separated portion has been retrieved or if any treatment was provided. There was no clinically significant delay reported. There was no additional information provided.